Event description:
Pt admitted through emergency room. Pt has cellulitus of left foot, and a leaking catheter on the left side. Pt underwent surgery to remove the left side catheter and insert a right side catheter. Pt is also on self-administered nph insulin 304. Pt tolerated explant of left catheter well. Left side catheter was installed on 10/18/94 for antibiotic therapy.